Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8358949. Our records show that this is the only instance of a broken needle occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally our engineershave reviewed the device submitted to our facility and were able to determine that the needle bent along the notch section of the needle, a review of the retained samples for this lot number were compared to product specifications and found to be within the specified limits. Unfortunately without the ability to replicate the reported failure mode, the root cause for this complaint could not be determined at the conclusion of our review.

Event description:
It was reported that needle break occurred with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, "nurse feedback needle broken near notch which led to fail to puncture."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle break occurred with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, "nurse feedback needle broken near notch which led to fail to puncture."